Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9184805. Medical device expiration date: 2020-04-30. Device manufacture date: 2019-07-03. Medical device lot #: 9220391. Medical device expiration date: 2020-05-31. Device manufacture date: 2019-08-08. Medical device lot #: 9260290. Medical device expiration date: 2020-06-30. Device manufacture date: 2019-09-17. " a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use tubes are over filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: (2 of 12 complaints) it was reported that tubes are overfilling.